Event description:
Info received from a journal article published in "der chriurg" 2/2008: for several not specified harmonic shears the following failures were listed. Scissors broken on top blade, impossible to close the unit. Scissors branch completely broken off, coating peeling of the blade. Singing noise, no function; peeling of plastic casing. Continuous error report, no function.

Manufacturer narrative:
Info not available, device not returned for analysis.